Manufacturer narrative:
Evaluation summary: it was caused due to software and/or pcb failure. This device is classified as import for export, therefore 510k is not applicable. Model epk-i5500c-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of installation. There was no report of patient harm. Unit is not identifying scopes or showing any image during installation. Request for replacement.